Event description:
Information was received from a patient who was receiving morphine via an implantable pump for non-malignat pain use. It was reported that their ptm was not working. The patient was in their doctor¿s office, and they did try to resolve it for hours and they were unable to resolve it. The patient insisted on having a replacement right away. The agent asked what was happening on their handset, the patient said that it took 35 minutes to activate the bolus, they were able to press deliver bolus, but it will go to 60% and be stuck at 90%. The agent offered for assistance to clear the data, but the patient escalated and said that they could not read anything on the handset. When asked for event date, patient said that they noticed it right away about 5 months. The agent reviewed device information and set expectations that we still need to clear data. The patient stated that they will meet the hcp again on monday. The agent suggested having their healthcare provider (hcp) call us to assist with the issue. A request was sent to repair to replace the handset.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown; product type: software; product ID: hh9020tdd. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated event date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.